Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that while attempting to start an infusion of d5w at 0833 the pump unexpectedly alarmed ¿check IV set¿. There was no harm to the patient. A third party biomedical engineer indicated the air in line sensor and upper pressure sensor of a pump module required replacement. Separately, a different pump module not involved required pressure sensor replacement. The third party biomedical engineer indicated the pump module pressure sensor issue was incidental and not related to the check IV set alarm on the other pump module.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-159735 is a concomitant. Please refer to manufacturer report number 2016493-2023-159734, which captured the correct suspect device per investigation report.

Event description:
It was reported that while attempting to start an infusion of d5w at 0833 the pump unexpectedly alarmed ¿check IV set¿. There was no harm to the patient. A third party biomedical engineer indicated the air in line sensor and upper pressure sensor of a pump module required replacement. Separately, a different pump module not involved required pressure sensor replacement. The third party biomedical engineer indicated the pump module pressure sensor issue was incidental and not related to the check IV set alarm on the other pump module.